Event description:
It was reported that the procedure was to treat a heavily calcified, heavily tortuous distal right coronary artery that is 90% stenosed. The 2.25x15mm nc trek balloon dilatation catheter was attempted to advance; however, failed to cross due to anatomy. During removal of the device resistance was met with anatomy. No device was able cross and a rotablator has been planned for a late date. There were no adverse patients effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.